Manufacturer narrative:
(B)(4). During review of the event history log, an increased intra-peritoneal volume (iipv) event was identified. The cause of the reported issue was false empty detect and use error, clinician set minimum drain volume percent setting too low. A review of the homechoice / homechoice pro apd systems patient at-home guide labeling was performed. Section on treatment - overfill / iipv was reviewed. The warning within the guide states: "the negative uf limit should not be raised above 50% and the minimum drain volume % should not be lowered below 85% (the default values)." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:57:19. During night drain cycle five, the patient's ultrafiltration reading was 1105ml, indicating the home patient (hp) drained 1105ml more than their maximum programmed fill volume of 1800ml. No additional information is available.